Event description:
As reported by our european affiliate, post deployment of a 29mm sapien xt valve during a transfemoral tavr procedure, an aortic rupture was observed requiring surgical repair. Medical record review revealed that following a smooth balloon aortic valvuloplasty (bav), a sapien xt valve was deployed in perfect position, resulting in trace paravalvular leak (pvl). The devices were removed. Prior to the groin closure, the patient¿s blood pressure dropped and central venous pressure (cvp) increased. A pericardial effusion at the lateral side of the left ventricle was noted by ultrasonography. An urgent sternotomy was performed. Diffuse bleeding at the base of the left auricle, resulting from an aortic root rupture, was noted. Surgical repair by over-sewing the injury was attempted, then tacoseal was used. This, however, was insufficient. The patient was placed on extracorporeal circuit (ecc) and the procedure was converted to open surgery. The sapien xt valve was explanted and the native valve was excised. The tear was repaired with sutures and pledgets. A carpentier edwards perimount surgical valve was implanted. Following the procedure, the patient was ¿reasonably¿ hemodynamically stable and transferred to intensive care, but still intubated. Despite long-term treatment, the patient remained in a severely catabolic condition with fever, renal failure and insufficient expectorate. The patient¿s family was informed of the patient¿s poor general condition. Further treatment was limited to palliative care with intermittent hemodialysis. The patient expired on post operative day 48 from metastasized prostate carcinoma, with a progressive decline of neurological, cardiac, respiratory functions and renal failure. Native annular and leaflet calcification is unknown.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the degree of native calcification is unknown therefore patient factors contributing to the event cannot be confirmed. However, it is possible that the procedure itself, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.